Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss dentotape, mint, for dental cleaning (route-dental, lot number 2921d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss cutter broke while using and it did not work. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The device name was updated from reach johnson and johnson floss dentotape, mint to reach johnson and johnson floss dentotape. A sample for reach johnson and johnson floss dentotape lot 2921d was received open and used. Review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 2921d. Records for cutter-dispenser assembly were reviewed for assembly of lots 2911d and 2921d and no non-conformances or deviations related to complaint event description were noted. Evaluation was performed and the sample met specification. A review of the device history record, incoming inspection records and retain sample evaluation documentation did not indicate reach johnson and johnson floss dentotape lot 2921d failed to meet specifications. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss dentotape, mint, for dental cleaning (route-dental, lot number 2921d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss cutter broke while using and it did not work. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.